Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 23 days post implant of a 26mm sapien 3 valve via the transfemoral approach, a second 26mm sapien 3 valve was implanted. The exact reason for the second valve is not known at this time. The native annular diameter measured 22.6mm x 30.5mm by CT. Valvular calcification was present; however, the degree of calcification was not provided. Bulky stj calcification was reported.

Manufacturer narrative:
Additional information: evaluation codes. A valve in valve (viv) procedure is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Multiple attempts to obtain additional details concerning the reason for the second valve deployed 23 days after the index tavr procedure have been unsuccessful. With such limited information, the reason for the second valve deployment cannot be determined. It is possible that, in addition to the index procedure itself, unknown patient factors may have contributed to this event. To date, the patient medical records and procedure op notes (implant and viv) requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Approximately one month post deployment of a sapien 3 valve, a second sapien 3 valve was deployed due to moderate paravalvular leak (pvl). Medical record review revealed during the index transfemoral tavr procedure, a 26mm sapien 3 valve was ¿successfully¿ deployed. Post valve deployment, the mean gradient was reduced from 28 mmhg to 0 mmhg and moderate pvl was noted. No post dilation was performed. The access site was closed and the procedure was completed. The patient was transferred to the ICU in stable/guarded condition. Post deployment tte assessed the pvl as 3+ - moderate to severe. Post deployment aortography assessed the pvl as 2+ - moderate. Twenty-three (23) days post deployment of the initial valve, a second sapien 3 valve was deployed during a valve in valve (viv) procedure. Approximately 19 days post viv, tte was performed to evaluate the implanted valves. The tte revealed well-functioning valves with trace pvl, a mean gradient of 15 mmhg, a peak gradient of 27 mmhg (within the normal range) and an improved ejection fraction (ef). The valves remain implanted in the patient. Information regarding the native annular diameter was not provided. ¿heavy¿ calcification of the aortic root was reported.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (valvular calcification, aortic root calcification) likely contributed to the moderate pvl post deployment of the initial sapien 3 valve and subsequent deployment of a second sapien 3 valve during a viv procedure 23 days post index procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.